Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: extension. Information and analysis of the system components that were returned and previously reported on were done so in regulatory report 3007566237-2016-00997. This new regulatory report transaction will be now be submitted in lieu of any supplemental reports of the above mentioned transaction number to capture the event. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that during an implantable neurostimulator (ins) replacement due to normal battery depletion, high impedances were measured on the left side. Impedances were measured to be greater than 40,000 ohms on all electrodes except eight. A troubleshooting revision was done and the left extension was found to be defective. The extension was replaced. Following the replacement, impedances were measured to be okay and the patient was okay.